Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device evaluation found the reported issue was not reproduced. However, inspection and evaluation found flooding and pixel defects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Per instruction for use, it states : precautions for disappeared or frozen endoscopic image(warning) before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction. Precautions for disappeared or frozen endoscopic image(warning) do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Based on investigation, a definitive root cause of the reported phenomenon cannot be conclusively determined. Olympus will continue to monitor field performance for this device

Event description:
It was reported " on picture shown, error saying electrical contact needs to be cleaned ". There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device was received and the evaluation is currently in process.. A supplemental report will be submitted upon completion of the investigation .